Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during an (egd)esophagogastroduodenoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure the pullwire broke, became frayed, and the jaws stopped working. The frayed part of forceps damaged the working channel as the forceps were being removed. The scope was removed from the patient. No part of the pullwire detached. The procedure was completed with another radial jaw biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during an (egd)esophagogastroduodenoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure the pullwire broke, became frayed, and the jaws stopped working. The frayed part of forceps damaged the working channel as the forceps were being removed. The scope was removed from the patient. No part of the pullwire detached. The procedure was completed with another radial jaw biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) - for the reported event of wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned with the needle bent. Functionally, the jaws were able to be opened however, the jaws did not close completely due to the bent needle. No abnormalities were noted with the device riveting and welding which were within specification. The condition of the returned incident device was not consistent with the complaint that the pullwire was broken. The pullwire was not broken. The evaluation found that the needle was bent. There are controls in the manufacturing process that exist to limit product performance issues. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted.